Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review nor a review of the device history record (DHR) could be completed due to the unknown lot number. Conclusion: the actual sample was discarded by the user facility. The hcp used the device off-label and inflated it over rbp. The hcp did not pre-dilate the lesion as suggested in the instructions for use (IFU). Although requested, additional event details, lot number and inflation pressure, were unavailable. Thus, a definitive root cause could not be determined based on the information received, but there is procedural evidence to suggest the vessel was not prepared properly and the lutonix dcb used off-label. It is unknown if patient issues contributed to the reported event. If additional information is received, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used off-label to treat a stenotic region in the patient's ureter. The hcp did not pre-dilate the ureteral stenosis before treating with the lutonix dcb. The balloon reportedly ruptured circumferentially during inflation. The rupture occurred after the balloon was inflated over rated burst pressure (rbp). The inflation pressure is specifically unknown at this time, but has been requested. The hcp used a boston scientific inflation device. The lutonix dcb was removed from the patient, but the hcp reported that a fragment of balloon material was left in the patient. The hcp used a snare to successfully retrieve the balloon fragment. The hcp exchanged the lutonix dcb for another balloon to complete the procedure. The sample was discarded by the user facility and will not be returned for evaluation. No adverse patient effects were reported.